Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-1588rtt the suture broke off from the needle when the surgical assistant was attaching the tightrope to the tendon. This was discovered during use in an acl reconstruction on (B)(6)2021. The case was completed with a different ar-1588rtt.